Manufacturer narrative:
Findings: unit was downloaded properly using carelink pro. However, an a47 error alarm was found in alarm history screen. A47 error alarm due to corrupted history file. No cosmetic damage noted.

Event description:
It was reported that the customer was unable to upload the insulin pump to carelink. Customer's blood glucose levels were not included in the report. Nothing further was reported.